Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. A day prior to the peritonitis diagnosis, the patient experienced abdominal pain. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics for the event. Pd therapy was discontinued and the pd catheter was removed. At the time of this report, the patient has recovered from the event. Patient hospitalization and was not reported. No additional information is available.